Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing got detached close to the site location while sleeping. The site location was the patient's buttocks, and the pump was located on the waistband bag alternatingly. The infusion set had been used for three days. Moreover, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number: (B)(4). Event occurred in germany on (B)(6)2022, it was reported that the patient's infusion set's tubing got detached close to the site location while sleeping. The site location was the patient's buttocks, and the pump was located on the waistband bag alternatingly. The infusion set had been used for three days. Moreover, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.